Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v737612, implanted: (B)(6) 2011, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and experienced symptom return for the past few months prior to report. It was noted the patient did some heavy lifting during a move around the time frame of therapy changing. It was stated the patient had a shocking or jolting sensation, about three weeks prior to report the patient adjusted her stimulation up too high and felt like she ¿was being electrocuted¿ and the pain traveled down her legs to her feet. The patient turned stimulation down and had not adjusted since. Reportedly the patient was on program 2 at 2.3 but was not feeling stimulation. When stimulation was changed to program 4 at 2.1 the patient felt stimulation in her lower abdomen ¿ groin area ¿ vaginal area and her left and right hip started to feel discomfort from stimulation. The patient adjusted to program 1 at 2.4 and the patient stated she felt stimulation in her lower abdomen again just above the pelvic bone. Program 3 at 2.8 was ¿way too strong¿ so stimulation was turned down to 2.1 and that was more comfortable. The patient planned to stay there and monitor symptoms. It was also noted the patient got constipated lately; her bowels came out in ¿pellets¿ and her stomach was distended so she was prescribed an oral laxative. It was reported the patient had concerns with their device or therapy and stated ¿it was not working right.¿ it was stated it was ok for three days.